Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Second revision of a right hip was performed in (B)(6) 2016. The primary surgery was carried out in 2009. A first revision was carried out in 2012.

Manufacturer narrative:
An event regarding alleged ¿revision due to pseudotumor¿ of an unknown hip components was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided revision operative report, and lab reports by a clinical consultant indicated: ¿no complete clinical or past medical history or patient demographics are available. There are no x-rays available for review and no serum cobalt and chromium levels or mars MRI images of either hip. There is no examination of the right hip explanted components and no histologic slides available for evaluation. After multiple revisions to both hips, compromised soft and bony tissue and possible infection, histologic diagnosis confirming trunnionosis as the source of pathology and histologic findings is properly listed as ¿opinion¿. Review of additional documentation and review of histologic slides is required to evaluate this case.¿ device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event was not confirmed nor a root cause could be determined based on the a review of the provided revision operative report, and lab reports by a clinical consultant indicated: ¿no complete clinical or past medical history or patient demographics are available. There are no x-rays available for review and no serum cobalt and chromium levels or mars MRI images of either hip. There is no examination of the right hip explanted components and no histologic slides available for evaluation. After multiple revisions to both hips, compromised soft and bony tissue and possible infection, histologic diagnosis confirming trunnionosis as the source of pathology and histologic findings is properly listed as ¿opinion¿. Review of additional documentation and review of histologic slides is required to evaluate this case.¿ if additional information and/or devices are received, this investigation will be reopened and re-evaluated.

Event description:
Second revision of a right hip was performed in (B)(6) 2016. The primary surgery was carried out in 2009. A first revision was carried out in 2012. Update: complex revision of right total hip replacement for pseudotumor.